Event description:
Medtronic received information that an edwards perimount 2700 surgical aortic valve, had aortic regurgitation and was not functioning properly. The patient was symptomatic and required the implant of a transcatheter bioprosthetic valve to resolve the issue. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)